Event description:
Same case as MFR #2134265-2008-01029. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt presented with chest pain, and coronary angiography revealed a stenosis in the proximal (75%) to mid (99%) right coronary artery (rca). The vessel was tortuous. The physician implanted a 3.00x20mm taxus express2 drug eluting stent and a 3.50x20mm taxus express2 drug eluting stent in the rca. The two stents were overlapping and were well positioned and well apposed. Twelve days later, the pt complained of chest pain. Cardiopulmonary resuscitation was performed and the pt was transferred to another hosp where thrombosis was diagnosed inside of the 3.50x20mm taxus express2 drug eluting stent in the proximal rca. The thrombus was aspirated, and plain old balloon angioplasty was performed at the proximal to mid rca (balloon type/size unk). Intra aortic balloon pump and artificial support were inserted and blood flow was improved and the procedure was completed. The pt was discharged 17 days later. The pt was taking ticlopidine, aspirin, and plavix at the time of the event. The physician does not feel the event was related to the taxus stents.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.